Event description:
As reported by a field clinical specialist, during a transfemoral transcatheter aortic valve replacement, the pusher failed to come back from the crimped 26mm sapien 3 ultra resilia valve when across the native valve. Because they could not safely deploy, they instructed the heart team to remove the delivery system and perform a sheath exchange. They prepared a new kit and had no issues with the delivery system and deployed the valve. No procedural complications resulted. The devices were received for evaluation and per pre-decontamination observations, the sheath liner was torn and a liner strand was present. The liner was partially delaminated and stretched.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report in h10.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, h2, and h3 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was returned for evaluation. The sheath was returned with the associated 26 mm commander delivery system partially inserted. The sheath liner was partially delaminated with liner stretching noted near the partially delaminated portion, approximately .4 inches from the distal tip. An approximately 1 inch-long liner strand was noted approximately 3 inches from the distal tip. During visual examination, the distal tip opened as designed. There was a liner tear approximately 4 inches in length, starting from the distal tip with crimped valve visible through it. The liner strand was too thin to measure. Due to the nature of the complaint, no applicable functional testing was performed. During dimensional inspection, all measurements were found to be within specifications. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided and tortuosity and calcification were found to be present in the patient's access vessels. In this case, torn sheath liner and liner strand are confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported 'the pusher failed to come back from the crimped 26mm sapien 3 ultra resilia valve when across the native valve. Because they could not safely deploy, they instructed the heart team to remove the delivery system and perform a sheath exchange...the devices were received for evaluation and per pre-decontamination observations, the sheath liner was torn and a liner strand was present. The liner was partially delaminated and stretched.' Per the training manual, 'crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve.' It is likely that the larger crimped profile of the thv got caught on the sheath liner, tearing it during retrieval. Device manipulation during this step may cause increased interactions between the liner and the thv, which may result in the observed liner strand. Additionally, tortuosity and calcification were present in the patient's access vessels. Tortuosity and calcification can create sub-optimal angles during withdrawal that may cause non-coaxial alignment between the devices and lead the thv to catch onto the liner. Sharp calcified nodules can also directly weaken the liner making it more susceptible to damage as the delivery system with crimped valve is passed through. As such, available information suggests that patient factors (tortuosity, calcification) and/or procedural factors (withdrawal of crimped thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.